Event description:
Re: a relivex nmes device. The unit is faulty because two of the six pre-programmed modes are reversed. When I choose mode 5, the device produces the effect of mode 6. And when I choose mode 6, it produces the effect of mode 5 this is very confusing when using this. Even though I know of this problem, I have made the mistake several times to choose the wrong program because I forgot to choose the opposite mode of what I wanted.